Event description:
Reporter alleged being unable to read the information on the test strip vial used with the blood glucose monitoring device. Reporter stated she did not believe the device was giving accurate readings, however, no illness or injury occurred as a result. Reporter indicated readings were erratic on back to back tests and she had not used the device for three months, due to that fact. Reporter stated the test strips were expired. A request was made for the return of the suspect device, and replacement product was sent.